Event description:
The account's engineer stated the nurse call function is not working on the bed, he found the nurse call function will operate from the right siderail when the left siderail is unplugged.

Manufacturer narrative:
Technical support instructed the engineer to replace the nurse call membrane switch and left siderail caregiver overlay. Repairs have not been completed.